Event description:
On (B)(4)2012 the patient contacted animas alleging that she received a loss of prime warning at 6:30pm and her blood glucose (bg) was reading 'high' (>600mg/dl) and she was experiencing thirst and nausea. The patient stated that she self-treated with a correction injection and a half an hour later she felt that her bg was coming down. The patient noted that she had last changed the cartridge at 10:30am the same day. The patient denied any issues with the pump. The patient stated that she would change her cartridge and contact animas with any further issues. The patient remained on insulin pump therapy. This complaint is being reported because the patient allegedly experienced hyperglycemia that may have been related to an issue with the cartridge.

Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2013 - device evaluation: the cartridge has not been returned but a retained sample was evaluated by product analysis on (B)(4) 2012 with the following findings: evaluation revealed that the cartridge passed visual inspection and the fill test. A leak test was performed and the cartridge was found to be leaking from the first o-ring on the plunger and out the vent hole.